Event description:
A vaxcel microport was placed for therapeutic purposes in 2004. At approximately one month, swelling was noticed around the port due to extravasation. The catheter fractured two to three centimeters distal from the locking collar. The catheter did not break off or migrate. The port was replaced.